Manufacturer narrative:
Medwatch received with no contact information for hospital. Report 2 of 3 that were noted by submitter on medwatch form. Hollister unable to determine if latch broke or was not closed properly.

Event description:
It was reported that the nurse noted ett tube holder clamp was open and ett tube was no longer at marked depth.